Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was solid white. An alarm kept going off. Customer's blood glucose level was 201 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After battery installation the insulin pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Device was received with minor scratched lcd window.